Event description:
Technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Product: novorapid penfill 100 u/ml. Lot no.: rt60184. The returned products were examined macroscopically and microscopically. Furthermore, the parameters identidy, assay. During analysis of the returned products the following was found: one cartridge was found to be normal. The results were found to comply with specifications. In the other cartridge the insulin concentration was found to be too low and the insulin aspart related impurties were found to be too high. This is possibly caused by product storage in direct sunlight. A single or double line of breakage originating at the open end and propagating along the glass was observed. This indicates that the glass has been subjected to squeezing or a light impact. The observed problem occurred after the product left novo nordisk a/s.

Event description:
Diabetic ketoacidose[diabetic ketoacidosis] case description: analysis result: product: novopen 3 lot no.: lv40127 technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Product: novorapid penfill 100 u/ml lot no.: rt60184 the returned products were examined macroscopically and microscopically. Furthermore, the parameters identidy, assay, degradation, and insulin aspart impurities were examined. A ph analysis was also performed. Also a test for blood and smell was performed. One cartridge was found to be normal. The results were found to comply with specifications. In the other cartridge the insulin concentration was found to too low an the insulin aspart related impurities were found to be too high. However, the cartridges of the returned products were seen to be cracked. A single or double line of breakage originating at the open end and propagating algon the glass was observed. Furthermore, insulin was trapped between the piston ribs on both cartridges because insulin was leaking out of the cracks and into the piston ribs. The batch documentation was reviewed. No abnormalities relating to chips and cracks, nor friction on the penfills were found. An examination of a reference sample showed nothing abnormal.

Event description:
Medical history included hypertension and hypercholesterolaemia. In 2005 the pt contacted the nurse complaining that he was not feeling well. At the diabetes day centre the pt presented to the nurse with ketonic breathing and palpitations. His blood ketones were high at 5.8m blood glucose at 30.9 and he was admitted to accident and emergency with "probable diabetic ketoacidosis". He was treated with intravenous fluids, hourly blood glucose and urine output, blood culture, ciproxin (ciprofloxacin) and vital signs every 30 minutes. Since the pt was diagnosed with diabetes, it has been reasonably controlled. He has been trained in the use of the devices and does airshots prior to each injection. The pt did not re-use the disposable needles. It is reported that the product in question will be returned for analysis. He claimed that the novorapid insulin was not being delivered through the needle, rather it seemed to be seeping from the cartridge as the novopen 3 was wet. The pt believes the problem to lie with the novorapid pen fills as he tried using two different novopen 3 devices with the same result. A crack in each of the novorapid cartridges has been observed by the nurse. The pt recovered from the event in 2005 and was discharged from the hosp three days later.